Event description:
It was reported that customer stated that the purewick urine collection system was not suctioning at all. The customer purchased new kit on (B)(6) 2025. Representative did a trouble shoot with the new kit and the water suctioned out successfully. Representative informed the customer to bend the wick into a u shape and to pinch tip to allow the extra suctioning. The unit functioned properly. Used with female wicks. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the purewick urine collection system was not suctioning at all. The customer purchased new kit on 8august2025. Representative did a trouble shoot with the new kit and the water suctioned out successfully. Representative informed the customer to bend the wick into a u shape and to pinch tip to allow the extra suctioning. The unit functioned properly. Used with female wicks. No additional information provided. Troubleshooting resolved the issue.